Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. There are no issues with the cobas® mpx lot m17769 that was used, and a software anomaly or an issue with the result calling algorithm can be excluded as the cause for the discrepant results.

Event description:
There was an allegation of discrepant hiv results when using the cobas® mpx (480t) from the cobas 6800 analyzer for four patient samples. The following results were observed: sample 1: on (B)(6) 2025: initial result was hiv reactive. On (B)(6) 2025: repeat with the same sample is hiv reactive. Sample 2: on (B)(6) 2025: initial result was hiv reactive. On (B)(6) 2025: repeat with the same sample is hiv non-reactive. Sample 3: on (B)(6) 2025: initial result was hiv reactive on (B)(6) 2025: repeat with the same sample is hiv non-reactive. Sample 4: on (B)(6) 2025: initial result was hiv reactive on (B)(6) 2025: repeat with the same sample is hiv non-reactive. Serology for all samples was negative.